Event description:
It was reported, the patient had the neurostimulator removed. It was further reported that the patient had a loss of therapeutic effect. It was noted the reason the patient had the spinal cord stimulator (scs) removed was because it didn¿t work. The reporter noted that it worked for a while but then it didn¿t and that the patient also had to have an MRI. It was noted the therapy stopped working for the patient about 6-8 months ago.

Manufacturer narrative:
Product ID 3550-39, lot# n296946, implanted: 2012 (B)(6); product type accessory product ID 3550-29, lot# n304899, implanted: 2012 (B)(6); product type accessory product ID 3778-60, (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).